Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. A57119) inserted for female sterilization. The patient's concurrent conditions included headache, depression and hyperlipidemia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: insertion details: right-11 coils & left- 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: fallopian tubes are occluded by essure coils bilaterally. Most recent follow-up information incorporated above includes: on 22-jul-2020: medical records received. Lot number, reporters information, lab data and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('medical device removal, remnant of the essure device visualized in the region of the right cornua, remnant was removed intact') in an adult female patient who had essure (batch no. A57119, a67119) inserted for female sterilization. The patient's medical history included ovarian cyst and uterine bleeding. Concurrent conditions included headache, depression and hyperlipidemia. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with removal of essure device). Essure was removed on (B)(6)2020. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: insertion details: right-11 coils & left- 1 coil. Date(s) of removal: (B)(6)2020 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: fallopian tubes are occluded by essure coils bilaterally. Most recent follow-up information incorporated above includes: on 6-oct-2020: mr received. Reporter's information added.rcc added.lot no. Were added. Event:medical device removal updated to remnant of the essure device (device breakage).medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('medical device removal, remnant of the essure device visualized in the region of the right cornua, remnant was removed intact') in an adult female patient who had essure (batch no. A57119, a67119-not valid) inserted for female sterilization. The patient's medical history included ovarian cyst and uterine bleeding. Concurrent conditions included headache, depression and hyperlipidemia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with removal of essure device). Essure was removed on v2020. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: insertion details: right-11 coils & left- 1 coil. Date(s) of removal: (B)(6) 2020 ,(B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: fallopian tubes are occluded by essure coils bilaterally.. Lot number: a57119 manufacturing date: 2012-10 expiration date: 2015-10 lot number [ a67119 ] is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. A57119) inserted for female sterilization. The patient's concurrent conditions included headache, depression and hyperlipidemia. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6)2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: insertion details: right-11 coils & left- 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: fallopian tubes are occluded by essure coils bilaterally.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.